Event description:
A physician observed an end of service battery status indicator after interrogating a patient's generator; however, the generator had only been implanted for 1.5 years at the time of the clinic visit. The physician remarked that the patient's vns settings were not programmed to high values and suspected that the patient's generator battery was depleting too quickly. The patient underwent generator replacement surgery. The generator could not be interrogated during surgery due to the low battery condition of the generator. The explanted generator was received by the manufacturer for analysis, but analysis has not been approved to date. The device history records were reviewed for the generator and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. Programming data was reviewed for the patient's device. A 25% remaining indicator was observed 1 year after implant surgery although only 14.5% of the battery capacity had been consumed. Subsequent low battery status indicators were observed through the remainder of the implant life of the device, as confirmed by low battery voltage measurements. When the device ultimately reached end of service, only 36% of the battery capacity had been consumed. This discrepancy indicates that the battery was depleting faster than expected. There was no evidence that an electrocautery tool came into contact with the generator and contributed to an unexpected discharge of battery. Impedance was within the normal limits. No additional relevant information has been received to date.

Event description:
Analysis was completed for the returned generator. When received, the final data was downloaded from the generator and reviewed. The data indicated that the generator had reached end of service and was no longer able to supply stimulation. The data revealed that only 36% of the battery had been consumed. The generator was interrogated, but system diagnostics and electrical testing could not be performed due to the end of service condition of the device. The generator was opened. A visual examination of the internal circuitry identified contaminants on the edge of the circuit board. With the generator case removed and the battery still attached to the circuit board, the battery measured 1.94 v, confirming the end of service condition. The battery was removed and the circuit board underwent electrical testing. The circuit board failed several tests. Once the contaminants were removed, the circuit board passed electrical testing. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain, which in turn led to premature depletion of the battery. No additional relevant information has been received to date.